Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma, lymphadenopathy, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV; seroma; large lymph nodes in both axillae.

Event description:
Patient reported right side "capsular contracture ... Grade IV." Patient representative reported ¿seroma, mass or hardening adjacent to the breast implant,¿ "swelling," "pain," "encapsulation," large "lymph nodes in both axillae," and "recall." "Hypoechoic nodule" was also reported and not device related. The device remains implanted.